Event description:
It was reported that the customer had a software error alarm on the insulin pump. Customer's blood glucose level was 119 mg/dl. Customer was assisted with programming the time/date. Customer was assisted in performing a self test and the pump passed. Customer was explained that the alarm is a program safety alarm. Customer stated that the alarm occurred after a battery change. Customer stated that there was no low battery alarm that was not cleared before changing the battery. The alarm did not occur during priming. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump pump passed self test. Cleared the user settings and programmed the insulin pump with the current time and date. The unit was monitored for several days and no unexpected program safety alarm occurred. The insulin pump was received with minor scratched display window, scratched reservoir tube window, cracked case at display window corner, battery tube threads, and reservoir tube lip.